Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Analysis is currently on-going.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri) due to extended charge times. This device is not listed on an advisory population. No adverse patient effects.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Additional information indicates that this product was explanted and replaced.

Event description:
Additional information indicates that this product was returned for laboratory analysis.